Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the valve stenosis cannot be confirmed but may be related to patient factors and/or progression of disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the (B)(6) trial, approximately 2 years and 8 months post tavr procedure, the patient was readmitted for chf and abdominal pain. During her admission, tee showed the patient had mild-moderate valvular aortic stenosis. The patient was administered coumadin, was stabilized and was discharged home. Review of serial echo reports (medidata) revealed a peak gradient of 31.38mmhg, mean gradient of 16.70mmhg and aortic valve area of 1.46cm² with no pvl and no cai at 30 days. At 2 years, the peak gradient was 57.19mmh, mean gradient was 26.40mmhg and the aortic valve area of .84cm² with no pvl and no cai.